Event description:
It was reported during a laparoscopic cholecystectomy the surgeon saw something white/clear in the pt. The surgeon stated it looked like the plastic diaphragm from the 1seal. Before the piece could be removed, it disappeared. The piece was confirmed by x-ray. The surgeon did not open the pt to remove the piece. The pt was informed. The fdc 16 kit was used and the complete kit will be returned. All the instruments appear to be intact.

Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, latch condition, obturator condition, reset button condition, conforming; desufflation lever condition, inner gasket condition, sleeve condition, stopcock condition, trocar condition, ab)conforming; and outer gasket condition, a)torn b)conf. Functional tests & results: does safety shield retract, and lockout functional, a)conforming; and flapper door functional, ab) conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to how the rpt'd "surgeon saw something white/clear in the pt" during surgery occurred. Although sleeve (a) was received with a small tear on the outer gasket, the gasket was complete. Sleeve (b) was received in good physical condition. No deformity could be ID during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.